Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that no safety mechanism is applied during removal. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed to be caused by a bent needle. However, the exact cause of the bent needle remains unknown. The product returned for evaluation was one 22 g safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent near the needle base. The following observations were noted during the sample evaluation: ¿ the sample appeared free of obvious use residue ¿ the tip of the needle bevel appeared unremarkable. An attempt to advance the safety was successful; however, resistance was encountered when passing the safety over the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that no safety mechanism is applied during removal. There was no reported patient injury. No other information was provided.